Event description:
It was reported that an arteriotomy closure of a moderately calcified right common femoral artery was attempted using a proglide device after a coronary stenting procedure. Reportedly, a cuff miss occurred when the needle plunger was retracted. The device was removed and a second proglide device was used with the same results. Hemostasis was achieved using a third proglide device. There were no reported adverse patient sequelae. A 6f sheath was used. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device has not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The other proglide device is being reported under a separate medwatch report number.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device was deployed and missing the suture and posterior needle tip. The foot was intact with the posterior cuff still loaded within the posterior foot pocket, indicating a needle to cuff miss occurred. The posterior cuff had the link and anterior cuff attached. There was no detected needle strike mark or damage to the foot. The anterior cuff was damaged with two of the tabs prolapsed and a small section of the cuff and associated third tab where the needle enters was missing and not returned. The anterior needle tip was damaged. The returned plunger posterior needle shank was bent possibly due to needle deflection. Due to the bent condition of the returned plunger needle a proxy plunger/needle assembly was used to test for needle trajectory. The test was successful with both needles entering their respective foot pocket and the posterior cuff ejected from the posterior foot. Because the posterior cuff was not ejected from the foot pocket due to the posterior needle to cuff miss, when the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger with the engaged anterior needle and anterior cuff. This resulted in the anterior needle detaching from the anterior cuff as observed and could appear very similar to the reported cuff miss confirming the reported event. Due to the detected cuff miss and needle to cuff detachment, suture retrieval was not completed. Possible contributing factors for needle deflection that may result in the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment include, but are not limited to manufacturing deficiencies, challenging anatomical conditions, and incorrect deployment techniques. During manufacturing, the needle trajectory of every device is verified. Additionally, samples from the lot are functionally and destructively tested to assure proper device function. Reportedly, the common femoral artery was moderately calcified, which was likely a major contributing factor in the event. The proglide instructions for use states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. A cuff-miss may occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, aggressively deploys the plunger, aggressively removes the plunger or fails to maintain adequate foot position against the arterial wall. The user is reported to be trained in proglide use and there was no reported information to suggest a technique issue was involved. Based on the investigation of the returned device, the cause for the detected posterior cuff miss and detached anterior needle and cuff is related to the operational context in the use of the device and no product lot quality deficiency was detected. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and no product deficiency was detected. During manufacturing all proglide devices are visually inspected for proper needle trajectory. Additionally, samples of the lot are functionally and destructively tested to assure proper device function.